Event description:
It was reported that during a gastric procedure, the instrument cut, but did not staple. Opened a competitor's product to complete the procedure. There was no patient consequence reported.